Event description:
This spontaneous case was reported by a consumer and describes the occurrence of device dislocation ('the essure had moved out of place') in a (B)(6) year old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced abdominal pain ("abdominal pain/constant throbbing in belly"), dyspareunia ("discomfort during sexual intercourse") and ovulation pain ("pain between ovulation"). On an unknown date, the patient experienced device dislocation (seriousness criteria hospitalization and intervention required). The patient was treated with surgery (hysterectomy). Essure was removed in (B)(6) 2018. At the time of the report, the device dislocation, abdominal pain, dyspareunia and ovulation pain had resolved with sequelae. The reporter considered abdominal pain, device dislocation, dyspareunia and ovulation pain to be related to essure. Serious injury criterion: hospitalization was reported, but not specified and/or assigned to one of the events. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a consumer and describes the occurrence of device dislocation ('the essure had moved out of place') in a 43-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced abdominal pain ("abdominal pain/constant throbbing in belly"), dyspareunia ("discomfort during sexual intercourse") and ovulation pain ("pain between ovulation"). On an unknown date, the patient experienced device dislocation (seriousness criteria hospitalization and intervention required). The patient was treated with surgery (hysterectomy). Essure was removed in (B)(6) 2018. At the time of the report, the device dislocation, abdominal pain, dyspareunia and ovulation pain had resolved with sequelae. The reporter considered abdominal pain, device dislocation, dyspareunia and ovulation pain to be related to essure. Serious injury criterion: hospitalization was reported, but not specified and/or assigned to one of the events. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 30-jul-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.